Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, there was thermal damage to the u728 component on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. An internal corrective action has been issued. No adverse event resulted from the damaged electrode belt.

Event description:
During servicing of an electrode belt, which was returned for a non-reportable problem, a reportable problem was discovered.